Event description:
Customer reportedly obtained a result of 72mg/dl on the device while the paramedic's device read 32mg/dl. No treatment information was provided. No quality controls were used. Requested return of suspect device and replacement was sent.